Event description:
It was reported that the preparation of a trek rx (2.25 x 15 mm) balloon delivery system was completed inside the patients' anatomy. During a moderately tortuous, heavily calcified, de novo, 99% stenosed atrioventricular artery interventional procedure, during advancement a trek rx (2.25 x 15 mm) balloon delivery system met resistance when crossing through the lesion and during pre-dilatation with the first inflation at 6 atmospheres the balloon ruptured. The trek rx (2.25 x 15 mm) balloon and delivery system were removed without difficulty. There was no adverse patient effect or no significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough. Guide cath: heartrail jr4. It is indicated that the device is not returning for evaluation therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Additionally, review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the rx trek instructions for use IFU cautions: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, (repeat steps 5(1) through 5(6), if necessary). Otherwise, complications may occur. Based on the information reviewed, there is no indication of a product deficiency.